Event description:
Different degrees of pneumothorax, as compared to admission due to possible pleuro evac red chamber cracked on 7/30/93. Pleuro - evac replaced and attached to low suction. Chest x-ray on 7/31/93 showed further improvement compared with chest x-ray on 7/30/93. No evidence of pneumothorax reflected on chest x-ray of 8/1/93.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown, other. Conclusion: other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.